Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experience infection. In addition, it was stated that he patient experienced hematoma and pain after initial implant. Subsequently, the patient underwent a revision procedure and this system was repositioned. No additional adverse patient effects were reported.